Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus and basal delivery. Troubleshooting was performed and determined that occlusion was coming from the cartridge. Customer successfully changed the cartridge and resumed insulin delivery. Customer had elevated blood glucose levels (364 mg/dl). Boluses were delivered to stabilize blood glucose levels.